Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported leaking at the junction upon disconnection from the trifuse. The set is changed every seven days when the caps on the lines are changed. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of leaking at the trifuse was confirmed. No anomalies were observed during initial visual inspection. Functional and pressure testing was performed; a leak was detected at the distal end of the 4-way parallel connector at its engagement to the distal tubing. Dimensional evaluation of the tubing¿s outer diameter was measured to be within specification. The root cause was not identified.